Event description:
Per the audiologist, a middle ear infection was detected in the patient and the electrode lead had migrated. The patient had surgery to replace the electrode and the surgeon removed a cholesteatome during the same surgery.

Manufacturer narrative:
(B)(4).